Event description:
The complaints team received three stemi-dtu study notifications reporting the following: possible relationship between the impella device and procedure to the patient's ventricular tachycardia. Post procedure, patient was having frequent runs of ventricular tachycardia. Transthoracic echocardiography was ordered and 500cc of normal saline bolus was administered, probable relationship between the impella device and procedure to the patient's impella site oozing. The impella site was saturated with blood and actively bleeding. The nurse held pressure, and decision was made to bring patient back to catheterization lab for removal. Probable relationship between the impella device and procedure to the patient's vasovagal episode. Prior to the impella removal, the patient had a vasovagal event and briefly required levophed for blood pressure support. The patient also received an additional 1 l of intravenous fluids as well as narcan and flumazenil to reverse the sedation. Based on the report the above noted events occurred on the same day. The outcome of the patient as a result of these events is unnoted.

Manufacturer narrative:
Patient-specific information including implant and explant dates is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the hemorrhage/bleeding and vasovagal reaction, the root cause of the injury was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. Pertaining to the arrhythmia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.